Event description:
It was reported that while using the bd facsduet¿ sample prep that there was carryover involving patient samples. The following information was provided by the initial reporter: we had sent two work lists and the preparer dispensed the blood from the second list of 7 samples into the carrier of the first which had 8 samples and had already been read. As can be seen from the images of the first carrier (8 samples), the last sample has a lower amount of blood with lysate than the other samples. Also, the second carrier is completely empty. The samples were read as if they were two separate lists while the second one (the one with 7 samples) was added to the material present in the first list and therefore joined two patients in the same tube. Was it obvious to the customer that something went wrong? Yes. Were erroneous results reported to the clinician? No. If yes, was there any negative impact on the customer? Samples were repeated the following day without issue.

Manufacturer narrative:
The following fields have been updated with corrected information: g.1 - reporting office - (B)(6) g.1 - reporting office contact - (B)(6) g.1 - manufacturing site contact - (B)(6) h.6 - imdrf annex f code - (B)(6) h.6 investigation summary: based on the investigation results, the reported issue wrong reading of facsduet material 662588 serial # (B)(6) > was not confirmed. Investigation results that were performed on the indicated failure mode were the following: o this is the only complaint reported from (B)(6) 2022 to (B)(6)2023. O device history record (B)(4) was reviewed. The product met all the manufacturing specifications prior to release. O potential cause was not determined. O field service engineer did not duplicate the reported issue of the customer. The instrument is functioning as expected. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facsduet¿ sample prep that there was carryover involving patient samples. The following information was provided by the initial reporter: we had sent two work lists and the preparer dispensed the blood from the second list of 7 samples into the carrier of the first which had 8 samples and had already been read. As can be seen from the images of the first carrier (8 samples), the last sample has a lower amount of blood with lysate than the other samples. Also, the second carrier is completely empty. The samples were read as if they were two separate lists while the second one (the one with 7 samples) was added to the material present in the first list and therefore joined two patients in the same tube. Was it obvious to the customer that something went wrong? Yes were erroneous results reported to the clinician? No if yes, was there any negative impact on the customer? Samples were repeated the following day without issue